Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer¿s service technician confirmed the touchscreen issue. The customer indicated that replacing the user interface (ui) pcb resolved the issue.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer stated that the touchscreen freezes up intermittently. There was no patient involvement. The event date was not specified; estimate used.